Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic received information that possible under delivery occurred. Customer reported that they experienced high blood glucose and was hospitalized on (B)(6) 2021. Customer's blood glucose level was at 20.2 mmol/l. Customer's current blood glucose level was at 5.2 mmol/l. Customer reported abdominal pain. Customer stated that the insulin was not delivered. Customer was using insulin pump within 48 hours of reported high blood glucose event. Customer was not using automode feature. Insulin pump passed the displacement test. No further patient complications were reported. Troubleshooting was performed; however, the customer will continue use of the device.